Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom receiver failed to pair to the ilet, resulting in intermittent communication failure; after a pairing failure message, the patient applied a new dexcom g7 sensor and successfully paired it to the ilet, awaiting warm-up, with the issue associated with electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.